Event description:
The customer reported being hospitalized due to low blood glucose of 15mg/dl. The customer stated that the numbers were ramping on their own and then she received a button error alarm. Troubleshooting was performed. The programming and prime technique were correct. The caller stated that the insulin pump was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, prime and excessive no delivery test. The insulin pump monitored for several hours and no button error alarm noted. However, the insulin pump received with intermittent button response and no back light. Unable to determine root cause.